Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new pump user experienced hyperglycemia around 300 mg/dl followed by hypoglycemia to 65 mg/dl, then stabilized to 88 mg/dl after ingesting two glucose tablets and milk; troubleshooting and education were provided regarding pump function and monitoring. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and continued monitoring at home without medical intervention. Investigation included counseling on device use, review of blood glucose trends, and user education. Investigation of this case revealed no identifiable device malfunction and an unclear cause for the low glucose event. It was concluded that the event was user-managed with oral carbohydrate and that continued monitoring was appropriate with instructions to call back if levels declined again.